Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and slightly lifted. The was no missing on the damaged overmold. The reported condition was confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The damage to the jaw can cause the device to become difficult to remove from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the surgeon could not take out the device out of the trocar due to some particle. The jaws of the device had been fully closed. The surgeon has found a small particle, which was slightly connected to the distal part of the shaft, (will be sent with the device) which he believes belongs to the insulation cover and it was completely detached from the device. No part fell into the patient's cavity. To complete the case the surgeon carefully took the device of the trocar and replaced by another new hand device. No patient harm.